Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported needle to cuff mis was confirmed based on the returned device condition. The reported marker lumen obstruction could not be confirmed as the returned device analysis confirmed the marker lumen functioned as expected. The reported difficulty flushing ¿the device was flushed with saline but no bleed back was noted" and ¿blood came out from the suture cutter of the device¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, prior to use the device was flushed with saline but no bleed back was noted. The device was still used and it was noted that blood came out from the suture cutter of the device. It should be noted that the prostyle instructions for use (IFU) device preparation section states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, it appears the device was over inserted into the vessel such that the guide tube was with the vessel and blood was introduced into the guide tube and exited through the handle where the cutter is located as reported. This could also prevent blood from flowing through the marker port such that blood marker would not be evident through the marker lumen. The reported IFU deviations indicate incorrect positioning of the device such that subsequently contributed to the suture retrieval issue ¿after deploying the device and removing the plunger it was also noted that the suture came out disconnected from the device¿. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to user error. In this case, it appears the device was over inserted into the vessel such that the guide tube was with the vessel and blood was introduced into the guide tube and exited through the handle where the cutter is located as reported. This could also prevent blood from flowing through the marker port such that blood marker would not be evident through the marker lumen. The reported IFU deviations indicate incorrect positioning of the device such that subsequently contributed to the suture retrieval issue ¿after deploying the device and removing the plunger it was also noted that the suture came out disconnected from the device¿. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6 - medical device problem code: code 1251 was removed.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional renal artery embolization procedure with a 5fr sheath. Reportedly, prior to use the device was flushed with saline but no bleed back was noted. The device was still used and it was noted that blood came out from the suture cutter of the device. After deploying the device and removing the plunger it was also noted that the suture came out disconnected from the device. A new perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 2017 - use after damage.